Event description:
On 7th july 2025, it was reported by an arthrex's employee via email that for an ar-6430, dualwave outflow tube set, when the hospital team attached the suction tubing from the outflow, there was no suction at all when the shaver was activated. They switched on and off the machine, disconnected and reconnected the tubing but the problem still persisted. This was detected during a rotator cuff and labral repair procedure on (B)(6) 2025. The procedure was completed successfully by attaching to external suction instead. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper device settings. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.